Event description:
It was reported to medtronic minimed that the customer experienced no insulin coming out of the inpen. The customer reported no adverse event. The event involved product(s) mmt-105elblna. Troubleshooting was performed and the inpen will be replaced. The customer reported an inpen screw movement issue. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-105elblna was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Per visual inspection: missing injection foot and broken cartridge holder. Front cap shell locks in place successfully. Unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. Cartridge holder broken off plastic pieces stuck inside inpen/cartridge holder cavity. Inpen passed front cap investigation. In conclusion no insulin is dispensed when the injection/dose button is pushed therefore, the customer concern of inpen not dispensing insulin was confirmed. Inpen received with broken off piece at the cartridge holder. Physically damaged cartridge holders can affect insulin delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.